Event description:
Pacemaker lead found to be fractured pulse generator was at end of life so it was removed. Lead wire was left in place. Eleven days later pt admitted with chest pain. Lead wire found to be fractured down towards the ventricle. Four days later, pt admitted due to ventricular arrythmias in the right atrium. The decision was made to remove the wire. A stylet was placed into the lead but was unable to be passed due to a break in the inner coil. At this time, part of the lead fractured completely and a portion was withdrawn from the pt. The other portion was also removed.